Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the umbilical cable required replacement. The part was replaced and the issue was resolved. The malfunctioning cable has been received by the manufacturer for evaluation, although analysis is not yet complete. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the image acquisition system (ias) would not boot up properly. It was reported that the system would not advance past the message "initializing, please wait" and the battery indicator lights were not scrolling. The mobile view station (mvs) reportedly booted up completely and the green power light was illuminated. There was no patient present when this issue was identified.

Manufacturer narrative:
The interface cable was returned to the manufacturer for analysis. The cable passed electrical and functional testing. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.